Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. RMA issued. Replacement headframe adapter shipped to site (B)(4) 2014. Medtronic investigation of returned suspect headframe adapter finds that this part is per specifications and functions normally. No problem found. Did not cause event. No further issues reported.

Event description:
A medtronic representative reported that, while in a cranial procedure the navigation system headframe attachment was fastened firmly but was easily moved with tension on the support arm. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.